Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received via email. The issue is that the obturator is difficult to pull out of some of the trachs whether in the client or not in the client.

Event description:
It was reported that the trach was getting "stuck" while taking out of patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.